Manufacturer narrative:
.

Event description:
It was reported that during an unknown procedure when the surgeon used the device on the pt's cystic duct or artery, the clip was not properly fixed or slipped down. It was not noted how the procedure was completed. No pt consequence reported.